Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2015 with the following findings: during testing, the pump was unable to power on. The complaint could not be fully tested due to this. A visual inspection of the pump showed that the battery compartment was cracked. The pump failed a leak test due to this. Evidence of moisture was observed in the battery compartment. The pump cover was opened and no further moisture was found.